Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was recovering in the intensive care unit when the patient's flow dropped to 0 mlp on (B)(6) 2022. The pump speed was 5500 rpm, pump power was 2.7w and pulsatility index was 2.5. The green pump running light was illuminated, and the pump could be heard as running on auscultation. A possible cause of the flow drop was reported to be ingestion of debris. It was also believed that the drop in flow could have been caused by a system controller fault. The system controller was exchanged, and the pump flows returned to 2.8 lpm. Related manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial (B)(6), was returned for evaluation following the reported event of a drop in flow. A review of the submitted and downloaded event log file (102914) spanned approximately 2 days ((B)(6) 2000 ¿ (B)(6) 2000 per time stamp). Throughout the entire log file, there was a controller clock corrupt alarm active due to the clock not being set. From the beginning of the file through 21:09:06 on 03jan00, motor power and estimated flow typically ranged from 3.2-3.7 watts and 3.6-4.0 liters per minute (lpm). The low flow alarm activated on (B)(6) 2000 at 21:09:08 due to the flow dropping under the 2.5 lpm threshold. The flow continued to rapidly decrease to 0 lpm by 21:09:18; however, the speed remained above the lsl. During the low flow state, the log file also recorded a decrease in power as low as 2.5 watts. Power and flow parameters did not recover throughout the remainder of the file. All of the observed events are consistent with the patient¿s reported sudden drop of flow. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted event log file spanned approximately 3 days ((B)(6) 2022, (B)(6) 2000, and (B)(6) 2000 per time stamp). Throughout the entire log file, there was a controller clock corrupt alarm active due to the clock not being set. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the downloaded event log file spanned approximately 2 days ((B)(6) 2000 ¿ (B)(6) 2000 per time stamp). This data is identical to log file (102914) except for an extra 12 minutes of data that shows the continuation of the low flow alarm due to the sudden drop in flow. The fixed speed was lowered but the flow never increased. The driveline was disconnected on (B)(6) 2000 at 21:25:47 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information stated that after the controller was exchanged, the pump flow returned to 2.8 lpm. Additional information provided on (B)(6) 2022 stated that the cause of flow dropping to zero was possibly ingestion of debris (addressed via the pump investigation in manufacturer's reference number (B)(4)) and the system controller was working fine. No issues can be correlated with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low flow alarms. No further information was provided. The manufacturer is closing the file on this event.